Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of the activity log from april 14, 2025, showed all shocks were successfully delivered, with no signs of device malfunction. The clinical log was unavailable for review. Functional testing was performed on the device and returned battery with no faults found. The device was confirmed to be functioning as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.